Event description:
It was reported that this implantable pacemaker entered in safety mode. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.